Event description:
According to the information received the device was removed due to pain and suspected infection. Additional information received indicated that there was also a report of autoinflation.